Event description:
A pasv port was placed for therapeutic purposes in 2004. Three mos later, upon needlestick to the port, there was extravasation noticed underneath the pt's skin with some infusate leaking under the skin. The port leaked from the septum. The port was replaced.